Event description:
It was reported that the patient experienced low glucose overnight, which was treated with oral carbohydrate (apple juice/apple sauce), followed by an overcorrection that led to hyperglycemia with a reported peak of 340 mg/dl; glucose later stabilized, and the caregiver corroborated readings with fingerstick while the patient was using an ilet system integrated with a dexcom g7. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose intervention without hospitalization. Investigation included troubleshooting with education on use of oral glucose and meal announcement practices, and the case was assigned for additional training. Investigation of this case revealed no device malfunction and that user treatment decisions and variable meal announcements were contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.